Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), explanted: (B)(6) 2013, product type: lead. Correction: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis revealed no significant anomaly. The lead body was cut through and the product was segmented.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient was having some issues with his thoracic spine. It was stated that "it sounded like he might have to have his spine stimulator removed so he could have an MRI and get a diagnosis as to what was going on." Follow up from the health care provider reported the cause of the event was needing to image the spine and ¿? Ms.¿ spasticity and dysarthria were also noted. There were no abnormal impedances. It was unknown if it was due to lead or extension and they also noted it ¿really was not suspected problem.¿ it was also noted there was a questionable surface on the lead 1 to 2 cm distal to the paddle and questionable fluid. The device was explanted. A CT showed no cord compression at the lead and some signal abnormality in the brain. Symptoms included leg spasticity, urinary problems and later dysarthria and arm spasm. The patient required hospitalization due to the event. The patient was admitted and they did a complete spinal myelogram and cerebral spinal fluid study, which were negative for oligoclonal banding. There was ¿absolutely no evidence of cord compression at the site of the stimulator.¿ it was also noted the patient was having ongoing episodes of spasticity, worsening fatigue and episodes of dysarthria, as well as twitching of the arms and spasticity in the legs. The patient had an MRI that showed nonspecific white matter changes. They suggested removal of the system to allow for other imaging to be done. The patient had been reluctant to do so because the stimulator provided good relief of their pain. The patient was having more bilateral leg pain, more back pain and was on a fentanyl patch. The patient had not used the stimulator for three weeks and felt they could ¿deal with the pain¿ and requested the device be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.